Event description:
It was reported that the helix did not move gradually but pops out. The tip was slightly bent. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) tip electrode miscellaneous (non-elect), distal conductor blood/body fluid (not obstructed), helix/lobe distorted/bent, blood in/on helix/lobe mechanism. Full lead returned and analyzed.